Event description:
It is reported that upon opening the box it was noticed that the implant was broken inside the packaging. A new device was opened and used.

Manufacturer narrative:
Evaluation summary: the shipping conditions of these devices are unk. With the info provided, a conclusive root cause cannot be determined. As returned, the device is fractured at the midpoint and shows stress marks on each side. Device history records indicate all components were manufactured and inspected to specification.